Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and continued with insulin therapy.